Event description:
The hospital reported that in the middle of an endoscopic vein harvesting procedure, the harvester removed the hemopro tissue welder out from the leg to clean the jaw. The harvester noted that the silicon jaw boot cover was not fully attached to the jaw and there was no piece broken off from the jaw. Power setting was at 3.0 per IFU recommendation. A replacement unit was used to complete the procedure. The hospital did not report any patient complications.

Manufacturer narrative:
Investigation results: the visual inspection observed that the cold jaw coating was cracked and peeling off the curved metal jaw. The reported complaint is confirmed. A lot history record review was completed for the product, there was no nonconformance associated with the lot number. (B) (4).